Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed and reproduced. No log file was submitted for review. Backup battery, serial (B)(4), was not able to support the controller when it originally came in for testing. The battery was disassembled to investigate the components on the printed circuit board (pcb). Measuring the traces between the components revealed a shorted d52 diode. The component was replaced and the alarm resolved. The backup battery was able to support power to the controller for at least 5 min. The root cause for the reported event was determined to be a damaged pcb component; however, the root cause of the damage was not determined through this analysis. The 11v battery was inspected and accepted into the storage location on 29jul20 per material documents the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the operating room and the emergency back up battery was installed to the patient's primary controller. The system monitor read that the back up battery expired. A new back up battery was installed which resolved the notification. The original back up battery will be returning.